Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim: bd alaris tubing is bent due to positioning of slide clamp during transportation. A. In the xxx, a nurse reported that 20% of tubing for the bd alaris pump module is bent where the tubing inserts into the air in line sensor in the pump module. The bend is due to how the clamp is positioned during shipment. They stated they overcome this bend by loading an alcohol pad around the tubing to make up for tubing bend and reduce nuisance air in line alarms.